Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a possible perforation caused by the atrial lead. It was noted that during implantation, it did not have good data so the lead helix was extended and retracted several times. This left some small holes which might have led to pericardial effusions. Scans were performed but there was no evidence of a significant lead perforation. The effusions were removed and the patient was monitored. It was further reported that atrial lead had a possible fracture. The p waved had decreased since implant and the pacing threshold had increased. The outputs were adjusted and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.